Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient¿s caregiver reported that the ilet device was damaged in a fall, leaving the display nonfunctional. The patient experienced hyperglycemia with a blood glucose (bg) level of 300 mg/dl lasting over 90 minutes and used backup therapy and fluids to correct the high. A replacement ilet was arranged. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.